Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose due to loss of consciousness. The user alleged the insulin pump was under delivering insulin due to pump alarmed low blood glucose woke up and found the reservoir fell out of the pump. When customer was admitted to the hospital, partner took off the pump. The customer was treated with insulin drip and released. The reservoir will not return for failure analysis.